Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01423. This report is being submitted as additional information. Approximate age of device- 7 months. Manufacturer's investigation conclusion: a correlation between the device and the reported events could not be conclusively determined through this evaluation. The account reported the family declined an autopsy; the device was not explanted. The hmii instructions for use (IFU) lists infection, sepsis, bleeding, and stroke as adverse events that may be associated with the use of the hmii lvas. The IFU outlines recommended anticoagulation therapy and inr range, as well as provides information on how to prevent infection. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient initially presented with altered mentation. A head CT scan prior to transfer to the hospital was negative. The initial thought was possible metabolic encephalopathy, with sepsis being the primary cause, given the patient's history of enterococcus endocarditis. The patient was initially broadened with antibiotic coverage, from home amoxicillin to vancomycin, cefepime, and azithromycin. The patient became fully alert and oriented within one day of admission. A pulmonary artery catheter was placed, which showed elevated filling pressures, and thus the patient was diuresed to good effect. Of note, inr on admission was > 10. The patient was given IV vitamin k to reverse inr, and once inr became sub-therapeutic, the patient was started on a heparin drip. On the morning of (B)(6) 2017, the patient was found to be aphasic, not verbally responding. The patient also demonstrated right-sided neglect and weakness on right-upper extremity. Inr at this point was most recently at 1.3 and ptt 81.2 seconds. Stroke code was called, which showed large left frontal intraparenchymal hemorrhage with compression of the left lateral ventricle and 4 mm of midline shift. Neurosurgery was called, and ptt/inr was reversed with IV protamine 50mg, IV vitamin k 10, and 1 unit fresh frozen plasma. The patient then began to demonstrate worsening right-sided weakness, now reflecting into her right lower extremity. A repeat head CT showed new ventricular involvement of the hemorrhage. Neurosurgery performed bedside external ventricular drain placement. Initial intracranial pressures were found to be ~40. Hypertonic saline was initiated, and maps were controlled with IV hydralazine. The patient began to exhibit contractures with acute elevation of intracranial pressure to 60, and was electively intubated, given concern of worsening bleed. Emergent repeat head CT angiography showed new large right frontal intraparenchymal hematoma. With these catastrophic events, family was continually updated and opted for withdrawal of care, including disabling the ICD, turning off the lvad, and terminal extubation. The patient expired.